Manufacturer narrative:
An event involving a potentially torn suture (sewing) ring could not be confirmed. The device was returned to abbott for evaluation, and functional testing performed under non-physiological conditions confirmed that the device met all functional specifications. A detailed visual inspection of the valve was conducted. The cuff was intact, and no tears or abnormalities were observed on the leaflets. The device history record was also reviewed to verify that all manufacturing and inspection steps were completed and that the product met applicable specifications. Based on the information available, the reported torn suture ring could not be conclusively verified, and the root cause of the event could not be determined. Possible contributing factors may include excessive suture tension, multiple re-suturing attempts and/or inadvertent handling-related stress on the cuff during the procedure. There is no indication of a product quality issue related to manufacturing, design, or labeling.

Event description:
N/a.

Event description:
It was reported that on (B)(6) 2025, a 29mm epic valve was chosen for a mitral valve replacement (mvr) surgery. During procedure, the surgeon found that the epic suture ring was torn and caused left ventricular rupture after suturing the epic valve. Finally, the surgeon removed the epic biological valve and replaced it with the 27mm sjm masters series mechanical heart valve. The patient was reported stable.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of torn suture ring (sewing ring) could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The valve was inspected; the cuff was intact and no torn observed on the leaflets. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. Based on the available information, the cause of the reported torn suture ring could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Codes removed: health effect- impact code: 4614.